Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 468 mg/dl and ketones were present. Customer went to the emergency room (ER) and saline/insulin drip were administered. After 4 hours, customer left the ER feeling ¿normal¿. Bg was 230 mg/dl. Customer reported an occlusion alarm occurred. Customer¿s healthcare provider (hcp) assisted with changing the pump supplies. Hcp alleged the pump was defective. Pump therapy was resumed. Tandem clinical diabetes specialist discussed the event with the customer and there may have had 2 bad infusion set sites; however, this was not confirmed. Tandem technical support reviewed pump data and found no abnormal activity.